Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "stop" and "open" switch panel is intermittent was confirmed during product evaluation. The root cause of the reported problem was determined to be faulty pump head module keypad. Appropriate action was taken to correct the reported problem by replacing the pump head module keypad. Additional information: this is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. The device has not been previously sent into service for the reported condition of ""stop" and "open" switch panel is intermittent".

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that the "stop" and "open" switch panel is intermittent; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. The software version is currently unknown at this time.